Manufacturer narrative:
.

Event description:
It was initially discovered when the generator was returned to the manufacturer for evaluation that it would found at settings that were indicative of a faulted diagnostic (output current - 0 ma, signal frequency - 20 hz, pulse width - 500 usec, on time - 30 sec, off time - 60 minutes). It is unclear if the patient had have been intentionally programming to those settings or was left at those setting after a faulted diagnostics since they were being explanted.